Event description:
According to the customer, the adhesive on the device was "very strong" and the user "had to pull gently on the sides [of the bandage] because [the bandage] really stuck" to the skin. The customer reported that "pulling hard" on the device left a "red mark" on the skin that resolved without medical attention.

Manufacturer narrative:
According to the customer, the adhesive on the device was "very strong" and the user "had to pull gently on the sides [of the bandage] because [the bandage] really stuck" to the skin. The customer reported that "pulling hard" on the device left a "red mark" on the skin that resolved without medical attention. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.